Event description:
It was reported that the pump dispensed insulin during the load cartridge phase and displayed the message "no cartridge detected." Pt was not connected to the pump.

Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. A review of the pump history indicated that a "loss of cartridge detection" had occurred which was duplicated during testing. During eval, the battery compartment was found to be cracked and moisture was observed inside the pump. The force sensor socket and pins were found to exhibit visible moisture damage. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.